Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after 25 years of this artificial urinary sphincter implant, the patient experienced erosion into the urethra at the bladder neck in the area of the cuff component. The device was scheduled to be removed. No further patient complications were reported.